Event description:
It was reported that the insulin pump alarmed for motor error during or right after the bolus process. Blood glucose reading was 234 mg/dl. It was mentioned that the insulin pump hit the side of the chair the week before the alarm occured. Advised that the insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Unable to prime during prime/a33 alarm test. Motor error alarm occured during basic occlusion test due to moisture damage noted in force sensor resistor and on motor assembly. Cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).